Manufacturer narrative:
(B)(6). (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A laser vision correction patient experienced a residual refraction after an excimer laser treatment was performed. The date of initial laser treatment was on (B)(6) 2019. The patient experienced loss of best spectacle corrected visual acuity (bscva) at the point of refractive stability. The patient had a secondary procedure on (B)(6) 2020. Pre-operative bcva 1.0 (os) / post-operative bcva 0.6 (os) / retreatment bcva 0.5 (os). Post-operative residual refraction of +2d (os) / retreatment +1.50 -2.00 x 170º (os); spherical equivalent +0.5d.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.